Event description:
It was reported that the patient developed a hematoma following the implant procedure. The physician did not believe that it was device related. The patient underwent a washout procedure, and the implantable pulse generator (ipg) was replaced due to sterility concerns. The patient was doing well postoperatively, and the explanted ipg was not returned in accordance with facility policy.